Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead integrity alert triggered. Short interval count was 376 with 2 non-sustained tachycardia. The company sales representative suspected electromagnetic interference (emi) due to a weed trimmer was the cause of the oversensing. The lead is still in use. No patient complications were reported as a result of this event.